Manufacturer narrative:
(B) (4)

Event description:
After implant an open circuit was discovered. The physician tried to troubleshoot all the connections. He observed that the extension needed to be advanced into the ins another 1-1.5mm. The physician commented that several of his patients complained about tight feelings in the neck with the current extension design.